Event description:
Ous MDR - this rv lead and a pacemaker were implanted on (B)(6) 2014. According to an x-ray image, the position of the atrium electrode dropped. That caused intermittent under-sensing. The pacing failure was observed in the ventricle and the physician considered it as a perforation problem. On (B)(6) 2014, the lead was replaced with a new lead. The physician thought that the problem was not the lead but the procedure.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.